Event description:
Customer's husband reports that insulin pump was taking too long to delivery insulin. During troubleshooting, it was found that active insulin was set for four hours which is why it took so long for insulin to be delivered. Customer's blood glucose at the time of incident was 359 mg/dl. Customer also reports of receiving a no delivery alarm and blood glucose was 500 mg/dl. Customer declined troubleshooting and reports that she will speak with healthcare professional. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.